Event description:
It was reported that the down arrow button was hard to push and was not responding with every button press. A family member denied damage to or peeling of the keypad but said that it appeared worn. He reported that he had a back up plan for the patient's insulin delivery if the button failed to respond. The complaint is being reported because unresponsive buttons have been known to delay bolus delivery if the patient is not prepared to deliver insulin via an alternative method.

Manufacturer narrative:
(B)(6). There is no patient impact associated with this complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump was returned to animas for evaluation. The keypad was found to be intact; no peeling or lifting was observed. The up and down arrow keypad buttons were intermittently responsive during testing. During investigation, evidence of keypad adhesive was found under the key contacts. Although not reported by the patient, the bolus button was found to be missing.